Event description:
It was reported when using the bd q-syte¿ luer access split-septum, the device experienced luer access device not being able to connect to the mating component. The following information was provided by the initial reporter. The customer stated: (B)(6) 2021 09:30 to prepare for infusion for the patient. When connecting the infusion tube to the needleless closed infusion connector, it cannot be connected. After many attempts have failed, replace the separation membrane without needle closed infusion connector, connect the extension tube, and follow the intravenous infusion process as follows infusion of patients is easy to cause waste and increase workload.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum, the device experienced luer access device not being able to connect to the mating component. The following information was provided by the initial reporter. The customer stated: 2021.07.17 09:30 to prepare for infusion for the patient. When connecting the infusion tube to the needleless closed infusion connector, it cannot be connected. After many attempts have failed, replace the separation membrane without needle closed infusion connector, connect the extension tube, and follow the intravenous infusion process as follows infusion of patients is easy to cause waste and increase workload.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.